Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of threshold suspend from the sensor. The customer's blood glucose was 106 mg/dl while the sensor glucose reading was 45 mg/dl. The customer reported a bad sensor. The customer's cal factor at event was 13.317. The customer stated that she was not able to upload to carelink. The customer was advised to change out the sensor.